Manufacturer narrative:
The revision reported may have been the result of polyethylene wear, osteolysis and tibial loosening. The aseptic (non-infected) tibial loosening was likely the result of an insufficient bond between the tibial tray and the bone and patient-related conditions. However, this cannot be confirmed as the devices were not returned for evaluation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation and pre-revision radiographs and images of the explanted devices were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 02-010-01-0330 - logic femoral ps cem right sz 3 2625341, 02-012-35-3015 - logic tibia ps mod insrt sz 3 15mm 1764727, 13a2101 - cemex system fast genta 70g aa6828, 200-02-32 - three peg patella 32mm 2725158.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced pain, ambulation difficulties, instability, tibial loosening and wear of the tibial insert. As a result, the patient underwent a right knee revision approximately 7 years and 2 months after initial implantation. The patient was last known to be in stable condition. No additional information available.